Event description:
The user_s parents reported that he had an accident and bumped his head in december (B)(6) 2019.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The users parents reported that he had an accident and bumped his head on (B)(6) 2019. Afterwards, affected channels have been observed. It was reported that the user was still able to respond despite the high impedance on all channels. However, after some time the parents noticed that the user was not responsive to his name being called. The surgeon suspected that there was a blood clot or swelling inside the cochlea after the trauma. The user has been re-implanted with a shorter electrode array as the surgeon suspects fibrosis.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported that he had an accident and bumped his head in (B)(6) 2019.